Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced resistance when filling a cartridge. A new needle was used with the same syringe successfully. The user's blood glucose level was over 300 mg/dl and it was addressed with a bolus.